Manufacturer narrative:
Internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file. Note: manufacturer contacted customer in a follow-up call to ensure the customer's products are working as intended - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results obtained of hi. The customer has only been using the meter for three days. The customer did not provide an expected blood glucose test result range. At the time of the call the customer reported feeling ill with symptoms of a headache, thirst and drowsy. Customer stated she was going to call her physician. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living area. The test strip lot manufacturer's expiration date is 10/31/2020 and open vial date is 08/13/2019. The meter memory was not reviewed for previous test result history. Customer did not feel well enough to troubleshoot the meter.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results obtained of hi. The customer has only been using the meter for three days. The customer did not provide an expected blood glucose test result range. At the time of the call the customer reported feeling ill with symptoms of a headache, thirst and drowsy. Customer stated she was going to call her physician. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living area. The test strip lot manufacturer's expiration date is 10/31/2020 and open vial date is 08/13/2019. The meter memory was not reviewed for previous test result history. Customer did not feel well enough to troubleshoot the meter.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 07-may-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file. Note: manufacturer contacted customer in a follow-up call to ensure the customer's products are working as intended - unable to establish contact with customer at this time.